Event description:
It was reported that the pt had the pocket moved due to blistering in the first pocket. The extension was changed for additional length, and was moved from the back of the connector block to the front of the connector block. The pt recovered without sequela.